Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope was returned to olympus for evaluation. The evaluation found a deep dent on the ¿d arrow¿ of the up/down control knob; however, no sharp edges were found. Dents and scratches were also found on the right/left control knob and the grip section. A cotton pad test noted snagging on the control knob. In addition, a latex glove was used and pressure was applied on the control knob where the dent was noted. No cuts were observed on the glove when tested. The scope was serviced and returned to the user facility. Based on the device evaluation findings, the cause of the reported event could not be determined as the device damage found is unlikely to cut the user; however, the operator¿s technique could not be ruled out as a contributory factor to the reported event. The instruction manual for use states, ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected. If the irregularity is still observed after inspection, contact olympus.¿

Event description:
Olympus was informed that during a colonoscopy procedure, the physician¿s hand was cut by the control knob of the device. The physician's outcome is unknown.